Manufacturer narrative:
Pt identifier and sex: reporter did not provide information. (B)(6). Lot number was not provided by the reporter. Without a lot number, it is not possible to determine the manufacturer date or expiration date. No device has been received for evaluation as of the date of this report.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's endotracheal tube (ett) to a neobar. Customer alleged the tape unraveled from the ett, leaving it unsecured. While unsecured, the ett reportedly migrated deeper and required repositioning and re-taping. The infant reportedly experienced bradycardia and oxygen desaturation. The infant's heart rate and oxygen saturation returned to baseline following positive pressure ventilation and suctioning. Customer reported no known further harm occurred as a result of this incident.